Event description:
It was reported that on (B)(6) 2026, the patient experienced an episode of hyperglycemia. The blood glucose level was reported high, and it was addressed by pump correction and change of infusion set.

Manufacturer narrative:
Patient city: (B)(6). Patient country: spain. Name: medtronic minimed. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).